Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that a broken k-wire, got stuck in torx t7 scewdriver (with depth gage). Surgeon drilled a k-wire and slide screwdriver with depth gage over the k-wire to measure. User said k-wire was bigger in diameter than normal and got stuck, when user attempted to remove the screwdriver over k-wire it broke while manipulating. They removed the k-wire and used materials from a different company to fulfill surgery. They measured some wires after surgery and allegedly discovered another wire present in hospital with a bigger diameter than 0.91mm. It is reported that the diameter of the k-wires were measured using a digital caliper. One of k-wires has a bigger diameter than .91mm according to customer measurements. Lot numbers are not available.

Manufacturer narrative:
The reported incident that k-wire, single trocar point autofix 2.0/2.5, ø0.91 (.030'') x 80mm was alleged of issue s-20 (non-conform product) could not be confirmed, since the device was returned and did not present any non conformances. It was found bent, though. Therefore, the verified failure mode is s-16 (device deformed). Based on investigation, the root cause was attributed to a user related issue. The failure was caused by incorrect handling of the device. Please note that the instruction for use (v15183 rev a autofix cannulated screws lbl 1616 IFU) reports the following: ''storage: store the device in the original protective packaging until it is ready to be used. Store the implants in normal hospital environmental conditions.'' [Original statement(s)]: for what the reported non conform diameter is concerned, the root cause can be attributed to an incorrect calibration of the digital caliper used by the customer. The dimensional inspection performed during the investigation revealed the following: since the affected device was returned but did not present any engraved references and since its lot number was not communicated, it was not possible to know according to which revision the product was manufactured. Therefore, the current drawing version was taken into consideration (drawing n. 451-1136, index ''I''). In it, the diameter is defined as 0.90mm +0mm -0.04mm. A digital caliper was used to measure the diameter of the device along all its length. No deviations from drawing have been identified. Indeed, all the measurements resulted in the following range: 0.88mm-0.90mm. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It is reported that a broken k-wire, got stuck in torx t7 scewdriver (with depth gage). Surgeon drilled a k-wire and slide screwdriver with depth gage over the k-wire to measure. User said k-wire was bigger in diameter than normal and got stuck, when user attempted to remove the screwdriver over k-wire, it broke while manipulating. They removed the k-wire and used materials from a different company to fulfill surgery. They measured some wires after surgery and allegedly discovered another wire present in hospital with a bigger diameter than 0.91mm. It is reported that the diameter of the k-wires were measured using a digital caliper. One of k-wires has a bigger diameter than .91mm according to customer measurements. Lot numbers are not available.